Event description:
The perfusionist reported that when the heater cooler water line clamp was removed, blood was seen coming from the heat exchanger outlet of the primo2x oxygenator. The unit was changed out within one minute. There was no report of pt injury.

Manufacturer narrative:
Pt info has been requested. A f/u report will be filed if this info is received. Sorin group (B)(4) manufactures the primo2x oxygenator and the 510(k) number is k050447. The oxygenator is a component of the custom perfusion pack. The incident occurred at the (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The perfusionist reported that when the heater cooler water line clamp was removed, blood was seen coming from the heat exchanger outlet of the primo2 oxygenator. The primo2x oxygenator was returned to sorin group (B)(4) for eval. Visual inspection did not reveal any obvious defects. Pressure decay and simulated use testing of the device did identify a leak path between the blood side and water side of the heat exchanger. The oxygenator was returned to sorin group (B)(4) for further eval. A f/u report will be filed when the investigation is complete.